Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional info, but the reporter is unwilling to provide further info. (B)(4).

Event description:
An ophthalmic surgeon reported that an alleged high number of choroidal neovascularization (cnv) occurred during the last month, according to surgeon's opinion, it may have been due to the system. Several patients were affected. This report is for a pool of patients. Attempts have been made to obtain additional info, but the reporter is unwilling to provide further info.